Event description:
It was reported that the pump touch screen was unreadable due to pixel issues. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.